Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
A pericardial valve, implanted twelve years and one month, required valve in valve intervention. Further investigation revealed intervention was due to aortic regurgitation. There have been no reports of adverse patient effects as a result of the secondary procedure.